Event description:
My dr used a filshie clips to tie my tubes when I did not consent, I have metal allergies and have had issues ever since (B)(6) 2016 yet he refuses to take them out or anyone else. I have had metal allergy testing done, my bladder is not functioning. I'm having nerve issues, have had autoimmune issues, been in physical therapy. My hip is chipping which my physical therapist said can be due to nickel allergies with these clips being placed in my body. I have contact dermatitis on my face and neck, and broke out in hives pretty much always, and I am in and out of drs' offices which no one yet will help me.